Event description:
Description: my grandson has required multiple surgeries and frequent hospitalizations due to repeated breakage of the g-port connectors on the amt g-jet feeding system. The g-port is used for medication delivery, while the jport is typically used for feeding. The manufacturer has stated that the connectors may be breaking due to interactions with medications being administered through the device. This is concerning because the device is intended for medication delivery, so medication compatibility should be expected under normal use. The company has repeatedly requested that we send back broken connectors for testing to determine what medications they may be reacting with. However, we have not received any follow-up information regarding the results of these evaluations, nor have we been informed of any corrective actions or reports submitted to the FDA based on these investigations. We are concerned about whether returned devices are being properly evaluated and whether findings are being appropriately documented or reported. In addition, the labeling does not appear to clearly warn about this type of connector breakage or provide guidance on what to do if the connector fails during use. We are requesting FDA review of this issue for possible quality system concerns, complaint handling procedures, and whether adequate safety warnings and reporting requirements have been met.